Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that after the right ventricular (rv) lead was inserted and upon being tested, unspecified capture issue, low impedance and reduced sensing measurements were noted despite the lead having been repositioned. The lead was taken out, and an unidentified clot was noted on the lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.